Manufacturer narrative:
The ge service rep replaced the system interface board, and adjusted the 5v power supply on the generator. The system functions as intended.

Event description:
The customer reported that the left monitor remains dark while trying to fluoro.